Event description:
Customer reported hospitalization due to diabetes ketoacidosis. Customer was admitted to ICU. The blood glucose reading was in the 500's range. Customer is new to insulin pump therapy and had the flu. Customer stated that quick-set was hitting muscle and became kinked. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.